Event description:
It was reported that during the complex procedure in the heavily calcified right coronary artery for treatment of a chronic total occlusion, multiple guide wires were introduced via antegrade and retrograde access to re-canalize the occlusion. Multiple balloons were used for pre-dilatation after crossing the occlusion. One of the balloons, a 3.0x30 rx trek, was inflated several times. An attempt was made to retract the balloon catheter before the physician had fully deflated the balloon. Force was applied and the catheter separated in two pieces. The distal segment remained in the guiding catheter. The proximal segment was successfully withdrawn by the physician from the anatomy. The guiding catheter was removed from the anatomy with the distal segment of the dilatation catheter inside. No part of the device remained in the anatomy. The guiding catheter was exchanged with a new guiding catheter and dilatation was performed using a new trek balloon followed by deployment of an unspecified stent. The procedure was successfully completed with no adverse patient effect. Reportedly, the device issue could have potentially jeopardized the success of the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported damage was confirmed. The full length of the balloon had scratches and shredded balloon material. The outer member material was shredded. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx trek instruction for use (IFU) warns: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Excessive force, failure to follow steps/instructions. The device has been received; however, investigation is not complete. A follow-up report will be submitted with all relevant information.